Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio high. Results as follows: meter-inr: 3.8, lab-inr: 2.9. Normal range should be 2.2-2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.8, reference: 2.9, mean: 3.35, confidence-limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional test was performed. Thorough inspection was conducted on unit. All testing criteria passed. No strip investigation is required. No corrective action is required as no product deficiency was established. No further investigation required. On (B)(6)2009 - biosite received and decontaminated 1 inratio1 meter (B)(4), and 1 box (qty 12) of strips (B)(4) (vd0f3).